Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a "diabetic coma", an "injury to [their] face from this event", and was hospitalized. Cause was not provided. A blood glucose level was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information. Due to customer declining to give any further information, date of event is approximate.